Manufacturer narrative:
Section f: this section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. Patient = although there were reportedly no impact to the patient, the event description indicates blood loss did occur. The amount of blood loss was less than 250ml. The actual device was returned to the manufacturing facility for evaluation. The return sample was evaluated and revealed no visual anomalies. The valve was inspected under magnification and revealed no visual defects. An evaluation of the retention samples from the reported lot as well as surrounding lots confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination confirmed there were no production related problems. A search of the complaint handling database confirmed there have been no similar reports for the reported part/lot combination. The investigation results verified that the actual sample and retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported issue cannot be determined and there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported valve leakage on the rss601 device. Follow-up communication from the user facility reported the following information: (1) the leaking valve had one drop of blood every 2 seconds; (2) leakage was reported to be less than 250ml; (3) the procedure was completed; and (4) it was reported that the patient is stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00092 to provide the results of additional testing that was conducted on the actual sample. The actual sample was tested for leakage by submerging the sheath into a water tank. Next the dilator was partially inserted through the valve, then submerged and tested. Finally the dilator was withdrawn and the sheath submerged and tested. Bubbles were observed during dilator insertion that would indicate leakage. The valve was then removed from the sheath and closely examined under magnification, an off-center anomaly was noted. The investigation results verified the reported event of valve leakage. Although the exact cause of the reported event cannot be determined, the off-center anomaly found on the returned sample may have led to the reported leak. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00092 to provide the results of additional testing that was conducted on the actual sample.